Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing came out from the quick release while sleeping. Since the patient did not feel the detachment, patient's blood glucose level went high. When the patient went to self -treat it with a bolus, the patient noticed that the site had detached from the quick release. This issue had never occurred before. The site location was left hip area and the infusion had been in use for a couple of hours. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.